Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who received hydromorphone (unknown concentration, 3mg/day) in an implantable pump for non-malignant pain and radiculopathy. A motor stall and recovery were seen at initial interrogation. The patient did not recently have an MRI. There were no reported symptoms. The healthcare provider (hcp) was going to monitor the patient to see if the issue persists. Additional information was requested from the hcp regarding when the motor stall occurred, actions/interventions required, if the cause of the motor stall was determined. If additional information is received, a follow-up report will be submitted.